Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the article, "transcatheter aortic valve implantation with a sapien 3 commander 20 mm valves in patients with degenerated 19 mm bioprosthetic aortic valve" by pranav loyalka, md. It was reported that a (B)(6) year old female with an edwards valve underwent a valve-in-valve procedure due to severe symptomatic aortic stenosis. Implant duration of the pre-existing surgical valve is approximately four (4) years. The tavr was performed with a 20 mm valve. No additional information was provided.